Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the middle part of the programmer screen would not respond to the stylus. It was also indicated that the power cord bay door was broken, the display cover was broken. And the electrocardiogram connector had cracked solder joints. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the middle part of the programmer screen would not respond to the stylus. The stylus was replaced but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.